Event description:
Smartdrive motor powered engaged completely unprompted and drove me into a wall. It did this for about 5 minutes, repeatedly turning on for about a few seconds, shutting off for one and back on. Eventually stopped for reasons unknown but was only able to prevent injury by holding on to bathroom grab bars whenever the motor would reactivate and attempt to drive when facing the wall.